Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that onyx had not been used with the patient that expired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that of the adverse events that were mentioned within the article, none of them related directly to medtronic devices/products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: wu, y. M., lin, c. M., giri, s., chen, y. I, chang, c. H., wong, h. F.. Comparing transvenous coiling and tra nsarterial embolization with onyx/nbca for cavernous sinus dural arteriovenous fistulas: a retrospective study in a single center.. Biomedical journal 2023. Doi: 10.1016/j.bj.2023.100657 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding comparing transvenous coiling and transarterial embolization with onyx/nbca for cavernous sinus dural arteriovenous fistulas: a retrospective study in a single center the time frame of this study was 2023 multiple manufacturers were involved in the study the following medtronic devices were used: onyx a patient death was noted in the study population the causes of death were not provided. Among patient adverse events included: infarction (5 patients), frequent tia (1 patient), ich (3 patients), ica trapping (2 patients), blindness caused by occlusion of the ophthalmic artery (2 patients), ophthalmoplegia (3 patients), facial numbness (4 patients), facial palsy (3 patients), headache (6 patients), ica or ophthalmic artery occlusion (4 patients). No further information was provided pertaining to medtronic products.